Event description:
It was reported by service report that the head of the bed would not go up or down and there were exposed bare wires. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): power control board and harness.